Manufacturer narrative:
Evaluation summary 2090: the programmer was returned and analysis was unable to confirm the customer comment that devices could not be interrogated unless a hand was held on the cord connection to the programmer. Was able to interrogate with no fault found. Product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that devices could not be interrogated unless holding a hand on the cord connection to the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that devices could not be interrogated unless holding a hand on the cord connection to the programmer. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.